Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
A revision due to dislocation at the connection component occurred on (B)(6)2024. Originally implanted on (B)(6) 2023. [Customer].

Event description:
A revision due to dislocation at the connection component occurred on 2024-07-31. Originally implanted on (B)(6) 2023. [Customer]